Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for vessel or cardiac perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the perforation was likely caused by the guidewire. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, per article "edwards sapien transcatheter pulmonary valve implantation: results from a (B)(4) registry", twenty minutes after successful percutaneous pulmonary valve implantation (ppvi), a major hemoptysis occurred at the time of extubation. Despite drainage of a large hemothorax, emergent successful embolization of the left upper lobe pulmonary artery by coils and plugs and percutaneous insertion of ECMO, the patient expired 6 hours after the procedure because of irreversible brain damage. The hemoptysis was considered likely related to a guidewire injury of the pulmonary artery.